Manufacturer narrative:
.

Event description:
It was reported that the surgeon attempted to insert a competitor's lens using the msi-tf injector and a haptic broke. The reporter indicated the incident was due to a technical error.